Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The t handle was not returned for evaluation. The one way valve was returned separate from the iab with no visible damage. A bend in the inner lumen was observed. A laboratory guide wire was used for an insertion test, and it was successfully inserted through the inner lumen with no restrictions. An underwater leak test of the balloon, catheter, y fitting, extracorporeal tubing, one way valve was performed, and no leaks were detected. One way valve vacuum test was preformed, and it was able to hold vacuum. We are unable to confirm the reported failure of difficult and unable to remove iab from t handle (unable to pull vacuum). The one way valve was vacuum tested and leak tested, and it passed both tests. The bend observed in the inner lumen may have resulted from mishandling during removal of the iab from the t handle. A lot history record review was completed for the reported product. No non conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported by the customer that during the preparation of the intra-aortic balloon (iab) before use the scrub was unable to pull negative on the intra-aortic balloon(iab), it was tried several times, it seems like the valve was defective as it wouldn't even allow them to pull any air thru it. The tried to use it without pulling negative but as soon as was taken out of handle it just unraveled so they could not put it in the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).